Event description:
It was reported that this implantable pacemaker appeared to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that power consumption was gradually increasing over time. Technical services (ts) recommended device replacement. The device was explanted and replaced with a non-boston scientific device, per patient's request. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable pacemaker appeared to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that power consumption was gradually increasing over time. Technical services (ts) recommended device replacement. The device was explanted and replaced with a non-boston scientific device, per patient's request. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.